Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow through an unspecified quantity of one-link non-dehp y-type microbore catheter extension sets. This event was further described as, ¿could not flush them and it was like the plastic was preventing the fluid from going through¿. It was not specified when in the process step this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the pouch (label) was provided for evaluation. No issue was found with the label. A photograph of the set was not provided; therefore a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.